Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a connection issue with the transmitter and the insulin pump, and that after removing the sensor they found that the electrode was missing. The customer's blood glucose level was unknown. No further details were provided.